Event description:
There was an allegation of questionable na electrode results for 3 patient samples and questionable cl electrode results for 1 patient sample on a cobas pro ise analytical unit. Patient 1: the initial na result was 134 mmol/l and the repeated result was 126 mmol/l. Patient 2: the initial na result was 149 mmol/l and the repeated result was 138 mmol/l. Patient 3: the initial cl result was 108 mmol/l and the repeated result was 97 mmol/l. Patient 4: the initial na result was 147 mmol/l and the repeated result was 136 mmol/l. The questionable results were reported outside of the laboratory and corrections were made. The samples were repeated due to the user noticing delta checks on some results. The user performed qc, which failed. After replacing the ise bulk reagents, recalibrating and running acceptable qc, the samples were repeated. The repeated results were believed to be correct.

Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The customer's calibration and qc were acceptable. The field service representative found the adjustment of the dispense nozzle mixing was not correct and the vacuum nozzle was out of adjustment. He adjusted the dilution and vacuum nozzles, and verified the operation of the instrument by performing mechanical and operation checks successfully. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.